Event description:
It was reported by the aci clinical specialist that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the femoral head via a 6f sheath (model unk). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was not prepped. During the deployment of the device, the balloon burst at the arteriotomy. The device was removed and the patient was converted to 15 minutes of manual compression, at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned, therefore, a physical investigation could not be performed. The review of the lhr (lot f1313101) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Pad or the presence of calcification at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure.